Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. The device was not cycling properly. On (B)(6) 2025, a computed tomography showed that the pressure regulating balloon had a low volume. Urethrocystoscopy was used to identify the incomplete occlusion of the bulbar urethra at the site of implantation of the cuff. The aus is still implanted; a replacement surgery will be performed. No further patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for cuff is (B)(4).

Manufacturer narrative:
D4. Concomitant product UDI for cuff is (B)(4) and for balloon (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. The device was not cycling properly. On (B)(6) 2025, a computed tomography showed that the pressure regulating balloon had a low volume. Urethrocystoscopy was used to identify the incomplete occlusion of the bulbar urethra at the site of implantation of the cuff. The aus is still implanted; a replacement surgery will be performed. No further patient complications reported.